Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for pt #4. Results as follows: date: (B)(6) 2012, pt: #4, inratio: 1.4, lab: 2.7. Tests done within 3 hours of each other. Customer sometimes milks the finger.

Manufacturer narrative:
Investigation pending.